Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had triggered a lead safety switch due to high impedances out of range on the right ventricular (rv) lead. Additionally, technical services noted oversensing related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Boston scientific technical services (ts) recommended to reprogram the rv lead. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this pacemaker had triggered a lead safety switch due to high impedances out of range on the right ventricular (rv) lead. Additionally, technical services noted oversensing related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Boston scientific technical services (ts) recommended to reprogram the rv lead. No adverse patient effects were reported. This device remains in-service. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Additionally, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker had triggered a lead safety switch due to high impedances out of range on the right ventricular (rv) lead. Additionally, technical services noted oversensing related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Boston scientific technical services (ts) recommended to reprogram the rv lead. No adverse patient effects were reported. This device remains in-service. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had triggered a lead safety switch due to high impedances out of range on the right ventricular (rv) lead. Additionally, technical services noted oversensing related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Boston scientific technical services (ts) recommended to reprogram the rv lead. No adverse patient effects were reported. This device remains in-service.